Event description:
The iud was implanted in 11/95. In june rptr took a home pregnancy test and it was positive. She went to the dr and took another pregnancy test and it was also positive. They removed the iud.